Event description:
Event description boston scientific received information that this transvenous coronary sinus lead displayed decreased r wave amplitude, loss of capture, and out of range impedance.